Manufacturer narrative:
Sling was returned to manufacturer. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Arjo received a complaint indicating that one of the loops sling failed. It was reported that when the caregivers attached the top loop to the tenor, bariatric passive lifter, they noticed that in another loop, the middle sling loop, the stitching inside of this sling loop had failed. It has been reported, that the middle loop had not been used by the caregivers . No injury occurred. The customer stated that they have used this sling only two times and when they noticed the failure, it was the second time. The sling loops lengths on the straps used to adjust the patient position in the sling and comfort. Each sling has 4 loops, and caregiver chose one of them to situate the patient in sling. The arjo representative evaluated the sling after the reported sling malfunction. The visual inspection confirmed the sling loop stitching failure. The sling was returned to the manufacturer for further evaluation. During evaluation it was confirmed that the sling was manufactured on 02- may-2018. Additionally, it was found that the sling was tested at 454 kg (swl) and was inspected two times by the customer, on dec-2021 and the second time on june-2022. The manufacturer made a visual inspection which showed that one out of four loops failed at stitching, and no discrepancies in the sewing method were noticed. The loops 3 out of 4 loops were inspected and it was observed that they had the proper sewing stitching method. The expected service life for sling is 2 years, and the shelf life is 5 years. The instruction for use of the loop sling stated that before and after every use the caregiver should check the sling for signs of any deviations : "check part of the sling the complete sling should be checked for all deviations, listed below. If any of these deviations are visible, replace the sling immediately: fraying. Loose stitching. Tears . Holes . Discoloration or stains from bleaching. Sling soiled or stained. Unreadable or damaged label¿ .based on the information provided in the instruction for use the sling showing signs of unstitching should be withdrawn and replaced. In the investigated complaint the customer noticed the stitching malfunction and, following the IFU, reported sling failure to arjo. Sum up, no other loop failures were found in the same product code or lot/batch number, therefore we consider this single loop failure as a singular occurrence. Based on the above, the cause of the stitching failure cannot be determined. It was reported by the customer that the stitching inside of the sling loop failed, and from that perspective, the sling did not meet the manufacturer¿s specifications. The sling was used for a patient transfer, no injuries were reported. This complaint has been determined to be reportable due to fact that stitching inside of the sling loop had failed.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that when the cargivers attached the sling loop to the tenor, bariatric passive lifter,they noticed the sing stitching had detached on one of the middle loops. No injury was sustianed. The sling will be return to manufacturer for further evaluation.